Event description:
It was reported that the patient experienced pain and discomfort with the inflatable penile prosthesis (ipp). The patient stated the device was not working well; the pump was too high in the scrotum and he could feel the tubing on the side of the penis. The physician believed that the device may have migrated. All components were removed and replaced with a new ipp device. The patient was doing well and fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.